Event description:
It was reported that the external pulse generator would not power on. The battery was changed but there was no improvement. It was further noted that the liquid crystal display (lcd) was dim. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Negative battery contact not installed correctly; connection opens when battery is installed. Upper case and battery drawer are broken and contaminated with super glue. Main seal and output connectors are not rtv (room temperature vulcanizing) sealed into the lower case. Battery flex is not routed correctly. It is noted damage is due to non medtronic person disassembling and reassembling. Lower case is damaged (not enough case to reinstall battery contacts). Both bail covers are broken. Heart block, lead flex cover, heart wire contacts, and heart lead flex are contaminated with blood. Battery drawer o-ring and one case screw are missing. One bail and ring are bent. Lcd (liquid crystal display) gasket is out of specification (lcd gasket is obstructing the view of the lcd). One printed circuit board flex is creased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4). Analysis confirmed the reported event. Negative battery contact not installed correctly; connection opens when battery is installed. Upper case and battery drawer are broken and contaminated with super glue. Main seal and output connectors are not rtv (room temperature vulcanizing) sealed into the lower case. Battery flex is not routed correctly. It is noted damage is due to non medtronic person disassembling and reassembling. Lower case is damaged (not enough case to reinstall battery contacts). Both bail covers are broken. Heart block, lead flex cover, heart wire contacts, and heart lead flex are contaminated with blood. Battery drawer o-ring and one case screw are missing. One bail and ring are bent. Lcd (liquid crystal display) gasket is out of specification (lcd gasket is obstructing the view of the lcd). One printed circuit board flex is creased.